Event description:
Customer reported blood at the site of her infusion set. The customer's blood glucose was 145 mg/dl. She stated the site did not show signs of infection. She also stated the site was actively bleeding. The customer also stated the bleeding was not due to her medications. The customer was advised to insert in their subcutaneous tissue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.